Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Corrected: type of reportable event corrected from serious injury to malfunction. Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the liver. A .014/190cm transend¿ was selected to treat the target lesion. During the procedure, it was noted that 10 to 15cm distal tip of the wire broke off into two pieces inside the 5fr imager ii diagnostic catheter. The physician removed the renegade catheter and wire together as a unit. The procedure was completed with a different device and same catheter. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the liver. A .014/190cm transend¿ was selected to treat the target lesion. During the procedure, it was noted that 10 to 15cm distal tip of the wire broke off into two pieces inside the 5fr imager ii diagnostic catheter. The physician removed the renegade catheter and wire together as a unit. The procedure was completed with a different device and same catheter. No patient complications were reported and the patient's status was fine.